Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Isometrics were performed and auto mode switch due to atrial oversensing was noted. The noise was too large to program around. A right atrial lead abrasion was suspected. No intervention was reported. The patient was stable throughout.